Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported patient harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. The impact to the patient beyond that which has already ready reported cannot be confirmed nor concluded. Therefore, the causal relationship between the s&n device and the reported issue cannot be confirmed. Should any additional relevant clinical information be provided, this case would e re-assessed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after an arthroscopy where a healicoil was used, the patient had frozen shoulder right side. The procedure was finished with the same device. No delay was reported. The treatment used was manipulation under anesthesia. The outcome was resolved.